Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the patient was seen at their clinic approximately four days later and no device or lead issues were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced a high heart rate that may have been due to a cardiac resynchronization therapy defibrillator (crt-d) malfunction. The crt-d remains in use. No further patient complications have been reported as a result of this event.